Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu0715 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that on (B)(6) 2017 the PICC line sited in patients right basilic vein, was noted to be bleeding by the patient. After contacting clinic for advice, patient presented to ed where line was checked, no cause for the bleeding could be determined, line was redressed and patient returned home. Later that day, blood seen again on new dressing, patient presented to ward this time where again, no source for the bleeding could be determined. Patient presented for treatment appointment next day and on flushing the line, PICC seen to be leaking at the skin site. No phlebitis present. Skin under dressing intact. PICC line was removed and arrangements for another to be inserted made, before chemo treatment administered. Line was inserted (B)(6) 2017. Length at skin 10cm, PICC length 55cm. (B)(6) 2017 PICC removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5cm-6cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. The split damage was greater in length towards the inner catheter surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebu0715 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017 the PICC line sited in patients right basilic vein, was noted to be bleeding by the patient. After contacting clinic for advice, patient presented to ed where line was checked, no cause for the bleeding could be determined, line was redressed and patient returned home. Later that day, blood seen again on new dressing, patient presented to ward this time where again, no source for the bleeding could be determined. Patient presented for treatment appointment next day and on flushing the line, PICC seen to be leaking at the skin site. No phlebitis present. Skin under dressing intact. PICC line was removed and arrangements for another to be inserted made, before chemo treatment administered. Line was inserted (B)(6) 2017. Length at skin 10cm, PICC length 55cm. (B)(6) 2017 PICC removed.